Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: there was a partially consolidated diaphyseal fracture of the right femur. The intramedullary nail was observed protruding from the femur at the proximal level with signs of infection of operative site. The patient was re-intervened for removal of the nail and placement of external fixation means. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The complaint was forwarded to the responsible product development center for evaluation. The implant has been assessed regarding reprocessing ¿ cleaning and steam sterilization. The design features of this device have been reviewed and assessed for cleaning and steam sterilization. The device can be cleaned and steam sterilized effectively. The engineering study showed that the finish process has no influence on the cleanliness and biocompatibility of the products. The absence of residuals from manufacturing and the use of biocompatible raw material, no further biological testing according to iso 10993 are needed. From the returned device, no conclusion can be made. The biological safety evaluation and decision finding protocol show that implemented processes regarding biocompatibility of the device are effective. No further actions can be taken. The complaint was determined to be indeterminate